Manufacturer narrative:
Batch review performed on 18-02-2025: lot 2404990: (B)(4) items manufactured and released on 17-06-2024. Expiration date: 2029-05-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional component involved: batch review performed on 18-02-2025: reverse shoulder system 04.01.0122 humeral reverse hc liner ø39/+0mm (k170452) lot. 2307948: (B)(4) items manufactured and released on 14-08-2023. Expiration date: 2028-07-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with one similar reported event during the period of review. Based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
At about 1 month from primary, the patient came in reporting pain due to a dislocation of the glenosphere from the liner and the cause is unknown. The surgeon revised the liner. The surgery was completed successfully.